Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl and there was no adverse impact. Technical support provided information to reset the pump, but the malfunction recurred after resetting. Consequently, technical support decided to replace the pump and the caller is to use multiple daily injections (mdi) as a backup therapy. Instructions were given to return the faulty pump within 10 days, and a replacement was sent.